Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that system movement was stopped. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system history and system log files. The log file analysis showed that a position supervision sensor of the system detects an issue. The corresponding error handling mechanism becomes activated and the system reduces the speed. At the same time a message is displayed at the exam and control room monitors to the user requesting to push and then pull the emergency stop button. Normal system operation can be restored within less than one minute by performing the requested action. The function of the emergency stop buttons is described in the user manual: general remark: operator manual document: chapter safety, sub-chapter: red emergency stop buttons: in the event of a system failure: press the emergency stop button and unlock it again. It will reinitialize the system. Based on the opinion of the technical expert, the issue arises when different position values are evaluated. In this case, the above-mentioned safety measure is activated and reduces the speed. An extensive investigation could not be performed as no hardware part was affected. The customer service engineer performed a linearity adjustment for gantry rotation and the system works as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.